Event description:
During a remote follow-up, episodes of noise leading to oversensing, and automatic mode switch were observed on the right atrial (ra) lead . Lead damage is suspected, but not confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.